Event description:
It was reported that when using the bd pyxis¿ es server a fatal error when logging into the medstation named extra. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error had occurred on the medstation, preventing the user from dispensing medications from the cabinet. The technical support specialist (tss) had connected to the station and found that the database was bloated. Since the database could not be cleaned up, the tss dropped it and performed a repair on the application. The station was then resynced to the server, which reduced the database size from over 11 gb to 4 gb. The customer verified the stations operation and confirmed it was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.